Manufacturer narrative:
Approximate implant date reported as 2019 and approximate explant date reported as (B)(6) 2021. The device has been received and is pending evaluation. The root cause is unable to be determined at this time. A supplemental report will be submitted following the device evaluation.

Event description:
Information was received that the rod failed to reach terminal distraction lengthen. The rods were removed for final fusion with a competitor product. No patient adverse event was reported.

Event description:
No additional information has been provided.

Manufacturer narrative:
Upon return, visual inspection of the rod revealed that it was partially distracted with score marks consistent with expected markings due to incremental distraction. X-ray images of the internal components of the rod revealed that the retaining ring, that should be positioned inside the groove, was out of position. To perform a thorough inspection of the inside of the housing, the rod was sectioned and the housing tube was inspected for any damage near the retaining ring groove. The sectioning revealed the housing tube displayed some damage (scratches) around the groove and above it, which confirms the retaining ring was forced out of its groove. This can possibly occur if excess tensile loading was applied to the retaining ring due to patient activities. Lastly, the rod was functionally tested and was unable to distract or retract utilizing the electronic remote controller (erc) or the manual distractor. The rod was confirmed to be jammed as the retaining ring inside the rod was misaligned, preventing the magnet's rotation. The device history records were reviewed, and found the device was manufactured in accordance with the specified requirements and met all the required quality inspections. There were no discrepancies or non-conformances related to the reported event.